Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found acoustic lens was damaged. Additional evaluation findings are as followed: due to wear of forceps elevator lever, up/down knob cannot be locked securely, paint on suction cylinder is peeled, air/water nut had discoloration, control unit had discoloration, scope cover has discoloration, due to damage on acoustic lens water tightness was lost, due to damage on charged coupled device unit the image had shadows, light guide lens had a chip, adhesive on bending section cover had a chip, connecting tube had a buckling, due to wear of angle wire the play of up/down knob was out of the standard value, and due to wear of angle wire the play of right/left knob was out of the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a drilled duct. During the evaluation the following reportable malfunction was found: acoustic lens is damaged. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (b3) date of event was added, and further information was provided from the customer. The issue was observed after a diagnostic echo-endoscopy procedure. It was confirmed that no pieces of equipment fell into the patient and there were no complications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and the information provided, the cause of the damaged acoustic lens could not be determined. Olympus will continue to monitor field performance for this device.